Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate blood collection tubes, the device experienced the stopper popping off of the tube and glass breakage. The following information was provided by the initial reporter. The customer stated: the stopper of the tube gets stuck in the holder when the phlebotomist is pulling out the tube after blood draw, resulting in breakage of the tube in the hand of the phlebotomist and blood leakage in the area around blood exposure and risk of injury due to broken glass.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-10. H6: investigation summary bd received 2 intact samples and a contaminated small package, that was not opened as blood was evident. The 2 intact samples were inspected with no issues, but it is clear that broken glass with blood was in the small package. Additionally, 100 retentions were inspected with no issues with glass breakage being identified. Bd was able to confirm the customer¿s indicated failure mode of breakage with the contaminated sample received however since the retention samples did not reflect the indicated failure mode, the exact cause of the glass breakage is unknown. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate blood collection tubes, the device experienced the stopper popping off of the tube and glass breakage. The following information was provided by the initial reporter. The customer stated: the stopper of the tube gets stuck in the holder when the phlebotomist is pulling out the tube after blood draw, resulting in breakage of the tube in the hand of the phlebotomist and blood leakage in the area around blood exposure and risk of injury due to broken glass.